Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.1. The customer's address is unknown. Unknown, (B)(6) 00000 USA has been used as a default. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 6 of the bd nano¿ 2nd gen pen needle were missing the tear drop label compromising sterility. The following was received by the initial reporter: I have used the bd nano pen needles for several years. The box of 100 that I am currently using contained at least 6 needles that were missing the foil seal. Unsure of their sterility, I did not use those particular needles.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported 6 of the bd nano¿ 2nd gen pen needle were missing the tear drop label compromising sterility. The follwoing was received by the initial reporter: I have used the bd nano pen needles for several years. The box of 100 that I am currently using contained at least 6 needles that were missing the foil seal. Unsure of their sterility, I did not use those particular needles.